Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: a combination of interceed and surgicel (1963) was used. One entire pack of 1963 was used and the product was used for hemostasis on the port wound and lymph node dissection site. Excess portion of the product was removed. Thoracentesis was performed as a follow-up procedure. Doctor's comment: this event occurred in case where arista was used. Surgicel was used in cases of pneumothorax, but there were no particular problems, so it is unlikely that surgicel is the cause. The following information was requested, but unavailable: please provide lot number. Unk. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Please clarify all hemostasis products used in the case? 9. Which product was used on the pneumothorax? 10. Where was the interceed used? 11. How was the interceed applied? One layer? Wadded? 12. Where was the surgicel used (on what tissue)? 13. Were both product used in the same surgical site or different surgical sites? 14. How much surgicel was used during the procedure? 15. Was the surgicel product left in place? Was the excess removed? 16. Was meticulous hemostasis performed prior to use of intreceed? 17. What color was the interceed prior to closure? (If brown or black then hemostasis was not adequate) 18. Did the interceed come in contact with heme prior to use? 19. What suture was used to close the uterine incision? (For instance, silk suture is much more reactive than other sutures to the surrounding tissues) 20. Was there excessive tissue desiccation (cautery use) at the site of interceed application? 21. Were other products (ie seprafilm, anti-adhesion products) used? 22. Does the surgeon believe the surgicel fibillar and interceed caused of contributed to the pleural effusion? If so, how. Address each product individually. 23. What was the onset date of the pleural effusion? 24. What is physician¿s opinion as to the cause of this event? 25. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pleural effusion? 26. What is the patient¿s current status? 27. What is the users experience w/ surgicel and other hemostatic agents? 28. Does this pertain to one case or is there more than one case involved? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown respiratory procedure on an unknown date and absorbable hemostat was used. During surgery, the doctor felt that the pleural effusion was increased. The product was used on the pneumothorax. Additional information was requested